Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to gel smearing as all samples met specifications. Complaints for sample quality are under statistical control for the month of november 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes the gel was smearing. The following information was provided by the initial reporter, translated from chinese to english: after normal operation according to the manual, there is still a situation of wall-mounted separating glue in the tube, and the precision value in the batch measured by the biochemical instrument is greater than the requirements of the industry standard.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes the gel was smearing. The following information was provided by the initial reporter, translated from chinese to english: after normal operation according to the manual, there is still a situation of wall-mounted separating glue in the tube, and the precision value in the batch measured by the biochemical instrument is greater than the requirements of the industry standard.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.